Manufacturer narrative:
Synergy ous mr 3.00 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted across the entire; slight damage was noted to proximal and mid stent and more severe damage and strut lifting was noted at the distal end of stent. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was encountered at the lesion area and the device failed to cross. The device was removed from the patient's body and the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 12 synergy drug-eluting stent was advanced to treat the lesion. However, severe resistance was encountered at the lesion area and the device failed to cross. The device was removed from the patient's body and the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.